Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigators were unable to power on the pump. The pump histories were unavailable for review due to the pump not having power. There was visible moisture in the display lens, and there was evidence of moisture on all pump surfaces. A display lens leak was observed during leak testing. There was evidence of corrosion on the vibration motor. Evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
A family member reported that the patient went swimming and afterwards the pump had moisture under the screen and emitted a call service alarm. The patient reportedly tried to reboot the pump to clear the alarm but the pump would not power on. The family member confirmed that there was no damage to the pump and there was no moisture in the battery compartment.